Manufacturer narrative:
(B)(4). Results: surgical conversion to open repair.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.5 cm diameter fusiform abdominal aortic aneurysm. Vessel morphology was reported as the length of non-aneurysm aortic neck was 15 mm, proximal diameter of non-aneurysm aortic neck was 25 mm, distal diameter of non-aneurysmal aortic neck was 28 mm, diameter of right iliac artery was 18 mm, diameter of left iliac artery was 13 mm, diameter of right femoral artery was 9 mm, and diameter of left femoral artery was 10 mm. The right and left iliac arteries were mildly tortuous. It was reported that a type ii endoleak was observed after the initial endurant stent graft implantation. There was no reported intervention or action taken. It was reported approximately two months ago an ultrasound revealed that there was an unknown endoleak. There was no reported intervention or action taken. The outcome of the event was unresolved and continuing. The investigator assessment states that the event is not related to the procedure. Approximately one month ago a CT with contrast revealed that there was dilatation of the aortic neck and a proximal type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. A CT revealed a proximal type I endoleak. It was reported that the physician removed the stent grafts and the patient was converted to an open surgical repair with conventional grafts. The removal of the device was related to the proximal type ia endoleak resulting in aneurysm growth. The investigator indicated that the event was not related to the device or to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related: type ii endoleak, dilatation of the aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: type ii endoleak, dilatation of the aortic neck).